Manufacturer narrative:
After further review, section d. Suspect medical device: lot number was updated from 04944ui00 to 04944ui01 on 04/03/2020. A review of tickets was performed for lot number 04944ui01. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot 04944ui01 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat high sensitive troponin-I results for a female patient. The following data was provided (customer's reference range 0 to 26.2 pg/ml): initial result = 476.8 pg/ml, repeat = 439.5 pg/ml, repeat on ediagnosis platform = 26 pg/ml (reference range: 0 to 83 pg/ml), repeat with colloidal gold = negative. No impact to patient management was reported.